Manufacturer narrative:
Preliminary analysis revealed a missing accessory in the box.

Event description:
It was reported that the subject home monitor was delivered to the patient without the power cable in the box.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject home monitor was delivered to the patient without the power cable in the box.

Event description:
It was reported that the subject home monitor was delivered to the patient without the power cable in the box.